Event description:
It was reported, that the device received an alarm error code message. There was a channel error displayed. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician replaced lower & upper pressure sensor, due to check IV set error, replaced air-in-line, mount rubber motor, membrane frame, right iui(inter-unit-interface). Both pressure sensors (lower & upper) failure were confirmed and replicated, during testing. Testing of the returned alaris¿ pump model 8100 confirmed, faulty bottle side pressure sensor. The pressure sensor was replaced with a known good part. And allowed to infuse without alarms or issue. Based on the findings, service determined, the reported issue was, due to electrical failure of the pressure sensor. Device history record: a review of the device history record showed, the device had a manufacture date of 02jul2014. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device alarmed and displayed an unknown error message. There was no patient involvement.

Manufacturer narrative:
Correction in e2, g2. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device alarmed and displayed an unknown error message. There was no patient involvement.